Manufacturer narrative:
A manufacturing evaluation was completed: received broken plate lcp lcp pl 4.5/5.0 narr 9ho l170 ti 424.591-cx with lot number 9104311. The broken occurred in the fifth thread locking hole. From the fish-bone, it can be concluded that there is no abnormal for operator, material, machines, method and environment. After reviewing the device history report for the complaint part 424.591-cx, it can be concluded that all the inspection meet the top level drawing requirement, there is no non-conformance and abnormal during the manufacturing process. After reviewing the incoming inspection report for the complaint 424.591-cx, all the inspection of the raw material meet per accept criteria. There is no non-conformance and abnormal during the manufacturing process. From the inspection report, it can be concluded that all the inspection features meet the top level drawing requirement. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: we are unable to measure the broken hole, based on the good result of the measurement of the adjacent hole; we could represent the dimensions of the broken hole, as both are made with the same tools. There is no specific information what happened to this article when used by the customer, based on this we are not able to determine the exact reason for this problem, but it is likely that an overloading situation and/or strong body / bone movement from the patient, led to this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. (B)(6). A re-review of the device history records was conducted. During this review, the only change was to the manufacturing location. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reported that the event date is (B)(6) 2016, exact date unknown if this date is when device actually malfunctioned or when surgery took place. Additional product code: hwc, ktt. Original implant date unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 08.aug.2014 expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that plate broke around 20 days after surgery. Re-operation was conducted after the breakage of implant. Patient is fine now. All parts retrieved from patients body. This complaint involves one part. This report is 1 of 1 for (B)(4).